Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient complained of pleuritic pain while in the hospital post procedure. A CT scan was performed and right ventricular lead perforation was confirmed. Lead was repositioned successfully on (B)(6) 2019. Patient was stable throughout the event and is recovering.